Manufacturer narrative:
Customer returned pump for an alleged possible over delivery anomaly and low bgs found on 13-dec-2023. On case-(B)(4), svn#: (B)(6) - customer returned pump for an alleged missing/lost battery cap and was hospitalized (customer did not have any insulin for 4 days therefore she was not on pump therapy. After 4 days of no insulin customer went into dka and was hospitalized) for high bgs/dka found on 01-oct-2021. On case-(B)(4), svn#: (B)(6) - customer returned pump for an alleged missing/lost battery cap and was hospitalized for dka due to not having a supply of insulin (customer was off pump by choice because of insulin supply issue not anything related to the pump, customer was not using the pump for 4 days prior to event) found on 23-mar-2022. On case-(B)(4), svn#: (B)(6) - customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm, low reservoir anomaly and high bgs found on 06-jan-2022. On case-(B)(4), svn#: (B)(6) - customer returned pump for an alleged battery cap cracked/damaged found on 03-feb-2021. On case-(B)(4), svn#: (B)(6) - customer returned pump for an alleged battery cap cracked/damaged and battery cap contact missing/damaged found on 20-jan-2021. The pump was received with a critical pump error (open book image) alarm. Unable to verify possible over delivery anomaly, no delivery alarm/insulin flow blocked alarm, low reservoir anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Unable to upload pump to carelink due to critical pump error (open book image) alarm. In further full review of the pump history/traces on the event date of 01-oct-2021, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 01-oct-2021 listed on smartsolve. Dailytotalcollectionstarttime = 10/01/2021 10:36:36.000 dailytotalofallinsulindelivered = 0 dailytotalofbasalinsulindelivered = 0 dailytotalofbolusinsulindelivered = 0 in further full review of the pump history/traces on the event date of 06-jan-2022, there is no unexpected alarms/suspends. However, no delivery alarm/insulin flow blocked alarm noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 06-jan-2022 listed on smartsolve. Dailytotalcollectionstarttime = 01/06/2022 00:00:00.000 dailytotalofallinsulindelivered = 11.775 dailytotalofbasalinsulindelivered = 1.125 dailytotalofbolusinsulindelivered = 10.65 01/06/2022 23:10:14.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 14.7 bolusamountdelivered = 6.9 on 01/06/2022 23:10:14.000, normalbolusamountprogrammed = 14.7 u. However, no delivery alarm/insulin flow blocked alarm was noted and the bolusamountdelivered = 6.9 u. 01/06/2022 23:11:46.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 7.8 bolusamountdelivered = 0.55 on 01/06/2022 23:11:46.000, normalbolusamountprogrammed = 7.8 u. However, no delivery alarm/insulin flow blocked alarm was noted and the bolusamountdelivered = 0.55 u. 01/06/2022 23:18:32.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 7.2 bolusamountdelivered = 3.2 on 01/06/2022 23:18:32.000, normalbolusamountprogrammed = 7.2 u. However, no delivery alarm/insulin flow blocked alarm was noted and the bolusamountdelivered = 3.2 u. In further full review of the pump history/traces on the event date of 20-jan-2021, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 20-jan-2021 listed on smartsolve. Dailytotalcollectionstarttime = 01/20/2021 00:00:00.000 dailytotalofallinsulindelivered = 28.8 dailytotalofbasalinsulindelivered = 28.8 dailytotalofbolusinsulindelivered = 0 please see below for the date range listed in the formatted history file. The formatted history file lists data from 08/19/2020 to 01/22/2021, 02/21/2021 to 03/31/2022 to 12/12/2023. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event dates of 03-feb-2021, 23-mar-2022 and 13-dec-2023. Please see below for pump errors/alarms noted 1 week prior to the event dates of 01-oct-2021, 20-jan-2021, 06-jan-2022 and 13-dec-2023 in the formatted history file. Insert battery alarm was recorded and found in the formatted history file on: 09/29/2021 18:31:23.000 09/29/2021 18:41:00.000 12/07/2023 04:27:20.000 12/12/2023 21:41:08.000 low battery alert was recorded and found in the formatted history file on: 09/29/2021 08:32:00.000 12/07/2023 00:42:00.000 pump error 23 alarm was recorded and found in the formatted history file on: 09/29/2021 18:45:03.000 power loss alarm was recorded and found in the formatted history file on: 09/29/2021 18:45:23.000 09/29/2021 18:45:34.000 replace battery alert was recorded and found in the formatted history file on: 09/29/2021 18:03:00.000 09/29/2021 18:13:00.000 replace battery now alarm was recorded and found in the formatted history file on: 09/29/2021 18:34:00.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert on 12/07/2023 00:42:00.000 was expected since the battery in the pump is low on power. The customer may have used a low power battery. Earliest power data available per the power management tool/detail trace file is on 28-nov-2023 at 6:02:00 pm. There was no power data available for the date of 29-sep-2021. Unable to check power data for low battery alert, pump error 23 alarm, power loss alarm, replace battery alert and replace battery now alarm. Unable to test for low battery alert, pump error 23 alarm, power loss alarm, replace battery alert and replace battery now alarm due to critical pump error (open book image) alarm. Low battery alert, pump error 23 alarm, power loss alarm, replace battery alert and replace battery now alarm were unknown. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: 01/15/2021 06:16:34.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 01/15/2021 06:26:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 09/29/2021 08:43:46.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 12/31/2021 03:57:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 12/31/2021 04:10:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 12/31/2021 04:20:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 12/31/2021 04:39:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 12/31/2021 04:49:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 01/06/2022 23:52:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 12/11/2023 15:40:36.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 12/11/2023 15:49:14.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 12/11/2023 15:51:00.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. Unable to test for no delivery alarm/insulin flow blocked alarm due to critical pump error (open book image) alarm. No delivery alarm/insulin flow blocked alarm was unknown. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on 12/12/2023 20:45:00.000 and 12/12/2023 20:55:01.000. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly. Slight corrosion was also found on the battery tube assembly noted. Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error 35 alarm found in the formatted history file due to corrosion on the pcba 1, pcba 2 and force sensor. The pump was received with the original battery cap with a broken 2 heat stake post. No cracked/damaged battery cap noted during visual inspection. The original battery cap locks securely into place and the pump powered up properly. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Battery cap cracked/damaged and battery cap contact missing/damaged were not confirmed. Unable to verify customer alleged for high bgs/dka and low bgs. Unable to perform the required testing, verify possible over delivery anomaly, no delivery alarm/insulin flow blocked alarm, low reservoir anomaly and unable to upload pump to carelink due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the pcba 1, pcba 2 and force sensor. During visual inspection, corrosion was also found on the motor and vibrator assembly. Slight corrosion was also found on the battery tube assembly noted. Customer alleged for possible over delivery anomaly, no delivery alarm/insulin flow blocked alarm and low reservoir anomaly were unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 21 mg/dl at the time of the event. The customer was treated in an emergency room the customer experienced no other symptoms. Customer had reported that the insulin pump had given too much of insulin. Troubleshooting was not performed. It was unknown whether the customer was using insulin pump within 48 hours prior to event and unknown whether auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and it will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updating summary as follows: per notes, there are no mention of customer visiting an emergency room for treatment. No treatment is mentioned.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in sections b5 & h6( hecc,heic) with this report.